Event description:
During a remote follow up, episodes of oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Technical support was contacted and lead insulation damage was suspected. Technical support recommended rv lead replacement. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of suspected lead damage and oversensing noise was not confirmed by analysis. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any indication of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was found distal to the suture sleeve tie impression breaching the optim sheath only. The cause of the external insulation abrasion was due to friction to another device or feature of the patient anatomy.